Manufacturer narrative:
On march 12, 2021, mentor became aware that the patient experienced right side capsular contracture; baker grade unknown. Hence, clinical code capsular contracture was added to field h6 replacing pain reported under initial submission. Mentor also became aware that patient also experienced slight double bubble deformity of the right and left breast. Left side issue is being reported in a separate report. On march 17, 2021, the mentor failure analysis lab received the right side device for evaluation. On march 29, 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 800cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within crease/fold measuring approximately 2.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown and rupture. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side pain and rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old black or african american female patient underwent revision breast augmentation with a 800 cc mentor memorygel breast implant and experienced right side pain and breast implant rupture postoperatively diagnosed after physical consultation. The patient underwent bilateral explantation and replacement with catalog number 3508001bc; serial number (B)(4) on the left side and with catalog number 3508001bc; serial number (B)(4) on the right side on (B)(6) 2021.